Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient complains that the system is turning on and off by itself. Patient indicates her stimulation is turning off by itself. The last interrogation was (B)(6) 2023. Log report indicates stimulation is turning off on (B)(6). Caller reports patient's ins battery has been depleted and stimulation unavailable, charge level 30-40% recharging diary shows: (B)(6): charging session shows patient started charging at 10-70% for 1.9 hours. And on (B)(6): 60-100% for 31 minutes. Caller reports patient did not charge until (B)(6): charging session shows patient started charging at 10-100% for 2.5 hours. Patient started charging on (B)(6), charging session shows patient started charging at 10% for 20 minutes and again 10-30% for 35 minutes. Patient started charging on (B)(6), charging session shows patient started charging at 10-90% for 2.2 hours. Recharging diary reviewed. Suggest patient charge at 50% to 100%

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep provided patient's managing doctor's information. Rep was asked to clarify the ins turning on/off itself, device depleted, no stimulation. Was there a device issue, patient/therapy issue, procedure issue, etc? Rep stated the battery was depleted. Cause of the issue was battery depletion. Actions taken to resolved the issue was patient education and recharging. The issue has been resolved. Information confirmed by their physician.